Event description:
Optima - apheresis machine during set up when priming tubing terumobct apheresis tubing -screen read out "tubing set identification error occured" on set that was loaded. Barcode sticker was defective misplaced/slanted.